Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in good physical condition, but it had a missing spring and a scratched screen. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was not seen in the event log. The moment the device was powered up, the device started double beeping. Cause of the issue is believed to e the downstream sensor, so it was replaced.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with no cassette and had damage lens. No patient involvement reported.